Event description:
During evaluation of a returned spectrum iq infusion pump, the device had a broken speaker. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a broken speaker. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be faulty rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted